Event description:
Following advancement of power PICC solo 5fr 55cm catheter into the brachial vein, resistance was met and it was noted (visually) the catheter had doubled back on itself. During attempt to pull back, further resistance was met and a "click" felt. Procedure was aborted. X-ray identified a 13mm retained wire fragment. Interventional radiologist took the patient to the cath lab and successfully snared and removed the wire fragment from the right brachial vein.